Manufacturer narrative:
A maquet field service technician evaluated the device and found that the camera's mounting screws had pulled out of the mounting plate. Maquet determined that the failure was caused by an excessive mechanical stress during manipulation of the camera. The camera was removed from service, pending replacement. The labeling includes a pre-use verification that the camera is properly held in place.

Event description:
The customer reported that the integrated camera was knocked off and the mounting plate was cracked. The camera was hanging by its wiring harness. The failure was found prior to use, and there was no patient involvement nor injury reported.